Manufacturer narrative:
Product ID: ddbc3d1, serial# (B)(4), implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional far field r-wave (ffrw) oversensing of the right atrial lead occurred during arrhythmia. The system remains in use. No patient complications have been reported as a result of this event.